Event description:
It was reported that a dissection at the lesion site was noted in the proximal circumflex after a pre-dilatation had been performed at 14 atm. The dissection was treated by the implantation of an add'l stent.